Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) was not inflating properly. It is unknown under which circumstances this event occurred, however there was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) stated he had not call in service for this machine, and had no knowledge of a problem. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined: no repair information has been provided at this time. A supplemental report will be submitted upon receipt of additional information. The initial reporter¿s name in initial reporter is shortened due to field character limit. The full name is (B)(6). Unsure if service is requested.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not inflating properly. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.